Event description:
A hosp reported to our distributor that an air leakage was observed in rt105 adult breathing circuit while setting up to the ventilator. Our distributor conducted a leak test and the air leakage was detected between the water trap cap and cup. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The prod is not sold in the USA but it is similar to a prod which is sold in the USA. The breathing circuit was tested using a pressure tester. It was also immersed in water to determine the source of leak. Results: the pressure dropped beyond the given limit. The leak came from the water trap. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the water trap was not sealing correctly causing a gas leak to occur. Every breathing circuit is pressure tested for leaks during production and those that fail are rejected. The malfunction developed after this time. We have received other complaints of leaking circuits with an occurrence rate of approx 0.0025% worldwide for the last yr.